Event description:
Our affiliate is reporting that during a shoulder repair, a portion of the ceramic at the distal end of a mitek vapr se electrode broke off into the patient's joint space. The debris was full removed and the case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Facility to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. The surgeon is reporting that there was no patient harm, however, the broken fragment was left in the body. It is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at facility, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.